Event description:
It was reported that a patient presented due to low potassium levels. A few beats of ventricular loss of capture were noted with no backup pulse, despite autocapture being on. A few hours later, the device tested normally. Tech services explained that thresholds can elevate due to electrolyte imbalances, and if that were the case, no backup pulse would be given. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.